Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient (gravida 1) who had essure (batch no. B53034) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "ectopic pregnancy". The patient's past medical history included kidney disorder (surgery in 1990) in 1990, neck pain on (B)(6) 2001, insomnia on (B)(6) 2012, pelvic inflammatory disease on (B)(6) 2012, irregular periods on (B)(6) 2012, spotting vaginal on (B)(6) 2012, dysfunctional uterine bleeding on (B)(6) 2012, vaginal bleeding on (B)(6) 2012, constipation on (B)(6) 2012, abdominal cramps on (B)(6) 2012 and dysmenorrhea on (B)(6) 2012. Concurrent conditions included anxiety since 1991, bipolar disorder since 1991, depression since 1991, hypothyroidism since 2008, allergic reaction to antibiotics, myofascial pain syndrome since (B)(6) 2013, nausea since (B)(6) 2013, vomiting since (B)(6) 2013, diarrhea since (B)(6) 2013, sore throat since (B)(6) 2018, gastroenteritis since (B)(6) 2018, asthma, suprapubic pain since (B)(6) 2013, allergic rhinitis since (B)(6) 2013, sinus disorder since (B)(6) 2014, slight fever since (B)(6) 2014, ear pain since (B)(6) 2014, facial pain since (B)(6) 2014 and upper respiratory infection since (B)(6) 2014. Concomitant products included fluoxetine hydrochloride (prozac) since 1991, ibuprofen since 2002, lamotrigine (lamictal) since 2012, levothyroxine sodium (synthroid) since 2016, lithium since 2004, lorazepam (ativan) since 2013, montelukast (singulair) since 2015, omeprazole (prilosec) since 2017, ondansetron (zofran) since 2017, quetiapine (seroquel) since 2002 and trazodone since 2014. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia"), urinary tract infection ("infection (bladder)"), vaginal disorder ("vaginosis"), alopecia ("alopecia"), fungal infection ("yeast infections"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding"), cystitis ("infection (bladder)") and headache ("headache"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, genital haemorrhage, cystitis and headache had resolved, the ectopic pregnancy with contraceptive device, urinary tract infection, vaginal disorder, alopecia, fungal infection, migraine and vaginal discharge outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, ectopic pregnancy with contraceptive device, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal disorder and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and mr were received - reporter and patient demographic added. Lot number b53034 added. The following events were provided: vaginal bleeding, menorrhagia, urinary tract infection, vaginosis, , yeast infections, migraines, alopecia, headaches, vaginal discharge, bladder infection, genital bleeding. Event outcome of bladder infection , urinary tract infection, headache, vaginal discharge, alopecia, pelvic pain, back pain, abdominal pain updated to recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient (gravida 1) who had essure (batch no. B53034) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "ectopic pregnancy". The patient's past medical history included kidney disorder (surgery in 1990) in 1990, neck pain on (B)(6) 2001, insomnia on (B)(6) 2012, pelvic inflammatory disease on (B)(6) 2012, irregular periods on (B)(6) 2012, spotting vaginal on (B)(6) 2012, dysfunctional uterine bleeding on (B)(6) 2012, vaginal bleeding on (B)(6) 2012, constipation on (B)(6) 2012, abdominal cramps on (B)(6) 2012 and menstrual cramps on (B)(6) 2012. Concurrent conditions included anxiety since 1991, bipolar disorder since 1991, depression since 1991, hypothyroidism since 2008, allergic reaction to antibiotics, myofascial pain syndrome since (B)(6) 2013, nausea since (B)(6) 2013, vomiting since(B)(6) 2013, diarrhea since (B)(6) 2013, sore throat since (B)(6) 2018, gastroenteritis since (B)(6) 2018, asthma, suprapubic pain since (B)(6) 2013, allergic rhinitis since (B)(6) 2013, sinus disorder since (B)(6) 2014, slight fever since (B)(6) 2014, ear pain since (B)(6) 2014, facial pain since (B)(6) 2014 and upper respiratory infection since (B)(6) 2014. Concomitant products included fluoxetine hydrochloride (prozac) since 1991, ibuprofen since 2002, lamotrigine (lamictal) since 2012, levothyroxine sodium (synthroid) since 2016, lithium since 2004, lorazepam (ativan) since 2013, montelukast (singulair) since 2015, omeprazole (prilosec) since 2017, ondansetron (zofran) since 2017, quetiapine (seroquel) since 2002 and trazodone since 2014. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia"), urinary tract infection ("infection (bladder)"), vaginal disorder ("vaginosis"), alopecia ("alopecia"), fungal infection ("yeast infections"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), abdominal pain ("abdominal pain"), cystitis ("infection (bladder)") and headache ("headache"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, cystitis and headache had resolved, the ectopic pregnancy with contraceptive device, urinary tract infection, vaginal disorder, alopecia, fungal infection, migraine and vaginal discharge outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, ectopic pregnancy with contraceptive device, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal disorder and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain/pain/pain unbearable/severe pelvic pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), genital haemorrhage ('abnormal bleeding'), hypothyroidism ('I have hypothyroidism') and renal impairment ('I've been having slightly decreased kidney function') in a female patient who had essure (batch no. B53034) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "ectopic pregnancy". The patient's medical history included abdominal cramps on (B)(6) 2012, menstrual cramps on (B)(6) 2012, constipation on (B)(6) 2012, irregular periods on (B)(6) 2012, spotting vaginal on (B)(6) 2012, dysfunctional uterine bleeding on (B)(6) 2012, vaginal bleeding on (B)(6) 2012, pelvic inflammatory disease on (B)(6) 2012, insomnia on (B)(6) 2012, neck pain in 2001 and kidney disorder (surgery in 1990) in 1990. Concurrent conditions included sore throat since (B)(6) 2018, gastroenteritis since (B)(6) 2018, sinus disorder since (B)(6) 2014, slight fever since (B)(6) 2014, ear pain since (B)(6) 2014, facial pain since (B)(6) 2014, upper respiratory infection since (B)(6) 2014, allergic rhinitis since (B)(6) 2013, suprapubic pain since (B)(6) 2013, nausea since (B)(6) 2013, vomiting since (B)(6) 2013, diarrhea since (B)(6) 2013, myofascial pain syndrome since (B)(6) 2013, hypothyroidism since 2008, anxiety since 1991, bipolar disorder since 1991, depression since 1991, allergic reaction to antibiotics and asthma. Concomitant products included fluoxetine hydrochloride (prozac) since 1991, ibuprofen since 2002, lamotrigine (lamictal) since 2012, levothyroxine sodium (synthroid) since 2016, lithium since 2004, lorazepam (ativan) since 2013, montelukast sodium (singulair) since 2015, omeprazole (prilosec) since 2017, ondansetron (zofran) since 2017, quetiapine fumarate (seroquel) since 2002 and trazodone since 2014. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal/vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia"), urinary tract infection ("infection (bladder)/I'am having problem with my urine"), vaginal disorder ("vaginosis"), alopecia ("I'am also having hair loss since the essure was done"), fungal infection ("yeast infections"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), abdominal pain ("abdominal pain"), cystitis ("infection (bladder)"), headache ("headache"), anxiety ("I suffer from severe anxiety"), abdominal pain lower ("I've cramping from a long time"), hypothyroidism (seriousness criterion medically significant), cellulitis ("it's third time I have gotten cellulitis this year"), palpitations ("I have never had heart problem before essure"), hypertension ("I got essure my blood pressure and heart rate is very high"), intestinal obstruction ("it was mild bowel obstruction"), constipation ("how long constipation supposed to last after hysterectomy"), fatigue ("I'm now suffering from fatigue"), gastric disorder ("I have bad stomach issues"), gastrointestinal disorder ("intestinal problems"), renal impairment (seriousness criterion medically significant), malaise ("it made me very sick"), paranoia ("paranoia"), bipolar disorder ("bipolar disorder"), asthma ("asthma"), post-traumatic stress disorder ("ptsd"), vomiting ("vomiting"), vision blurred ("blurred vision"), pain in extremity ("leg ache"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vaginal pain"), rash ("rash is on my chest"), pelvic kidney ("pelvic kidney"), abdominal pain upper ("stomach pain"), infection ("infection"), alopecia areata ("bald spot"), dyspnoea ("trouble breathing"), vaginal odour ("vaginal odor") and gastrooesophageal reflux disease ("acid reflux") and was found to have weight increased ("I have gained about 50 pounds"), blood magnesium decreased ("my magnesium was very low shortly after I got essure") and heart rate increased ("I got essure my blood pressure and heart rate is very high"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, back pain, abdominal pain, cystitis and headache had resolved, the ectopic pregnancy with contraceptive device, urinary tract infection, vaginal disorder, fungal infection, migraine, vaginal discharge, anxiety, abdominal pain lower, hypothyroidism, weight increased, cellulitis, blood magnesium decreased, palpitations, hypertension, heart rate increased, intestinal obstruction, constipation, fatigue, gastric disorder, gastrointestinal disorder, renal impairment, malaise, paranoia, bipolar disorder, asthma, post-traumatic stress disorder, vomiting, vision blurred, pain in extremity, vaginal infection, vulvovaginal pain, rash, pelvic kidney, infection, alopecia areata, dyspnoea, vaginal odour and gastrooesophageal reflux disease outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, alopecia areata, anxiety, asthma, back pain, bipolar disorder, blood magnesium decreased, cellulitis, constipation, cystitis, dyspnoea, ectopic pregnancy with contraceptive device, fatigue, fungal infection, gastric disorder, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, heart rate increased, hypertension, hypothyroidism, infection, intestinal obstruction, malaise, menorrhagia, migraine, pain in extremity, palpitations, paranoia, pelvic kidney, pelvic pain, post-traumatic stress disorder, rash, renal impairment, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vaginal odour, vision blurred, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event paranoia, bipolar disorder, asthma, ptsd, vomiting, blurred vision, leg ache, vaginal infection, vaginal pain, rash is on my chest, pelvic kidney, stomach pain was added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain/pain/pain unbearable/severe pelvic pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), genital haemorrhage ('abnormal bleeding'), hypothyroidism ('I have hypothyroidism') and renal impairment ('I've been having slightly decreased kidney function') in a female patient who had essure (batch no: b53034) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "ectopic pregnancy". The patient's medical history included abdominal cramps on (B)(6) 2012, menstrual cramps on (B)(6) 2012, constipation on (B)(6) 2012, irregular periods on (B)(6) 2012, spotting vaginal on (B)(6) 2012, dysfunctional uterine bleeding on (B)(6) 2012, vaginal bleeding on (B)(6) 2012, pelvic inflammatory disease on (B)(6) 2012, insomnia on (B)(6) 2012, neck pain in 2001 and kidney disorder (surgery in 1990) in 1990. Concurrent conditions included sore throat since on (B)(6) 2018, gastroenteritis since on (B)(6) 2018, sinus disorder since on (B)(6) 2014, slight fever since on (B)(6) 2014, ear pain since on (B)(6) 2014, facial pain since on (B)(6) 2014, upper respiratory infection since on (B)(6) 2014, allergic rhinitis since on (B)(6) 2013, suprapubic pain since on (B)(6) 2013, nausea since on (B)(6) 2013, vomiting since on (B)(6) 2013, diarrhea since on (B)(6) 2013, myofascial pain syndrome since on (B)(6) 2013, hypothyroidism since 2008, anxiety since 1991, bipolar disorder since 1991, depression since 1991, allergic reaction to antibiotics and asthma. Concomitant products included fluoxetine hydrochloride (prozac) since 1991, ibuprofen since 2002, lamotrigine (lamictal) since 2012, levothyroxine sodium (synthroid) since 2016, lithium since 2004, lorazepam (ativan) since 2013, montelukast sodium (singulair) since 2015, omeprazole (prilosec) since 2017, ondansetron (zofran) since 2017, quetiapine fumarate (seroquel) since 2002 and trazodone since 2014. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal/vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia"), urinary tract infection ("infection (bladder)/I'm having problem with my urine"), vaginal disorder ("vaginosis"), alopecia ("I'm also having hair loss since the essure was done"), fungal infection ("yeast infections"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), abdominal pain ("abdominal pain"), cystitis ("infection (bladder)"), headache ("headache"), anxiety ("I suffer from severe anxiety"), abdominal pain lower ("I've cramping from a long time"), hypothyroidism (seriousness criterion medically significant), cellulitis ("it's third time I have gotten cellulitis this year"), palpitations ("I have never had heart problem before essure"), hypertension ("I got essure my blood pressure and heart rate is very high"), intestinal obstruction ("it was mild bowel obstruction"), constipation ("how long constipation supposed to last after hysterectomy"), fatigue ("I'm now suffering from fatigue"), gastric disorder ("I have bad stomach issues"), gastrointestinal disorder ("intestinal problems"), renal impairment (seriousness criterion medically significant) and malaise ("it made me very sick") and was found to have weight increased ("I have gained about 50 pounds"), blood magnesium decreased ("my magnesium was very low shortly after I got essure") and heart rate increased ("I got essure my blood pressure and heart rate is very high"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, back pain, abdominal pain, cystitis and headache had resolved, the ectopic pregnancy with contraceptive device, urinary tract infection, vaginal disorder, fungal infection, migraine, vaginal discharge, anxiety, abdominal pain lower, hypothyroidism, weight increased, cellulitis, blood magnesium decreased, palpitations, hypertension, heart rate increased, intestinal obstruction, constipation, fatigue, gastric disorder, gastrointestinal disorder, renal impairment and malaise outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, blood magnesium decreased, cellulitis, constipation, cystitis, ectopic pregnancy with contraceptive device, fatigue, fungal infection, gastric disorder, gastrointestinal disorder, genital haemorrhage, headache, heart rate increased, hypertension, hypothyroidism, intestinal obstruction, malaise, menorrhagia, migraine, palpitations, pelvic pain, renal impairment, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: social media received new event. I suffer from severe anxiety, I've cramping from a long time, I have hypothyroidism, I have gained about 50 pounds, cellulitis, my magnesium was very low shortly after I got essure, I have never had heart problem before essure, I got essure my blood pressure and heart rate is very high, I got essure my blood pressure and heart rate is very high, it was mild bowel obstruction ,how long constipation supposed to last after hysterectomy, I'm now suffering from fatigue, I have bad stomach issues, intestinal problems, I've been having slightly decreased kidney function, it made me very sick were added reporters information was added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient (gravida 1) who had essure inserted. Other product or product use issues identified: device ineffective "ectopic pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.